Event description:
It was reported that during the implantation of the asd occluder proper deployment and achievement of the correct device shape could not be obtained despite multiple attempts. The device was subsequently removed without complication. A new device was provided and successfully implanted.

Manufacturer narrative:
The batch record review, inspection protocols and the packaging of the complained flex ii asd (29asd24 s/n: (B)(6) occluder revealed no deviations. The final inspection of the reported flex ii asd and its procedure pack revealed no deviations. The visual and functional investigation did not confirm the shape development failure of flex ii asd occluder as reported by the customer. Based on the available information the final root cause for the failure in shape development remains unknown.shape development variations in braided occluders are generally considered unavoidable. Factors such as wire tension variability, material properties, device flexibility, and the dynamic interactions between the braided wires complicate the manufacturing of occluders with identical wire interactions. These inherent complexities make it difficult to reproduce the reported issue.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
It was reported that during the implantation of the asd occluder proper deployment and achievement of the correct device shape could not be obtained despite multiple attempts. The device was subsequently removed without complication. A new device was provided and successfully implanted.